Manufacturer narrative:
On 07th feb the catheter was zeroed and functional prior to insertion. Patient was in route to receive a cat scan and coded during transport. Once patient was returned to ICU, catheter was unable to be detected. On 12th feb the defective unit was returned for evaluation. A functional and visual inspection of the catheter was conducted. It was found that the catheter would not connect to the cam02 monitor and was out of tolerence for the l run of the photometer test. The catheter was not functioning as intended review of product evaluation form shows DHR was reviewed and found no manufacturing defects or associated capas. Complaint history was reviewed for the previous two years and found 1 similar complaints, giving an incident rate of .01%. Review of medical device hazard analysis shows incident to identify as an acceptable risk. Depot repair confirmed failure. See attached for details. We will continue to carefully monitor and trend complaints for this issue going forward. Patient information: no patient injury reported, device malfunction occurred. Relevant tests / laboratory data: this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. If implanted date (mm/dd/yyyy): this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy): this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol #: this section is not applicable as the medical device is not ind. Adverse event terms: this section is not applicable to medical devices. If remedial action initiated , check type: this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number: this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Cam02 (sn: (B)(4)) unit will no longer detect the catheter after patient transport.